Event description:
It was reported that the bladder of a multiday infusor ruptured. This occurred while being filled with octreotide acetate manually with a syringe. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Manufacture date: june 8, 2012 to june 11, 2012. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection the bladder was observed to be ruptured. Microscopic inspection of the bladder found a marking near the rupture line. The reported problem was verified. The cause of the problem is unknown. Should additional relevant information become available, a follow-up MDR will be submitted.